Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 581 mg/dl, 470 mg/dl. Customer stated auto mode was not active at high blood glucose event. The troubleshooting was performed. The customer did experience symptom such as abdominal pain due to high blood glucose level. The insulin pump will not be returned for analysis.